Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc reviewed the data provided. The ccc found their quality control (qc) was out of range at the time of the event. The ccc was not able to provide further troubleshooting as the instrument was experiencing errors. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced the flex presence sensor on the reagent loader. The cse loaded a new flex lot for qc. The cse ran level 1 and level 3 qc, resulting within range. The cause of the discordant, falsely depressed cholesterol results is due to a cracked flex presence sensor. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed cholesterol results were obtained on thirty seven patient samples on a dimension vista 1500 instrument. The initial results were not reported out to the physician(s). The customer repeated the same sample on an alternate dimension vista instrument. The customer was not able to provide the repeat result. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed cholesterol results.